Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the patient has an itching rash all over her body since the revision surgery in july 2023 that was reported in manufacturer report # 3004209178-2023-13229. All of the materials were the same. The patient's dermatologist determined that the event that caused the rash was the surgery or at least that it occurred right after her stay in the hospital. No allergy testing was performed so far but it was planned. So far medication (cortison) has not really helped. As she had the same components before, the dermatologist does not think that it was an allergy but rather her body's reaction to the implant as a foreign body. The dermatologist wants everything explanted but the patient's pain physician does not agree as the device was helping her a lot. The issue was not resolved. No surgical intervention occurred, nor was planned. Patient was alive with injury. No new information. Patients implanted devices returned. No new information.

Manufacturer narrative:
Continuation of d10: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a275 serial# unknown implanted: (B)(6) 2022 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 19-nov-2025, UDI#: (B)(4); product ID: 977a275, serial/lot #: unknown, ubd: 19-nov-2025. G2. Foreign: germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: initial aware date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Device analysis for ins (B)(6) revealed it was functional okay. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. Device analysis for lead (B)(6) revealed all conductors were broken 5.3cm from the distal end. Device analysis for lead unknown revealed the lead was returned segmented, body insulation cut through, and lead was segmented 32.7cm from the proximal end. However electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the device system was replaced because the doctor wanted to know if the rash would disappear with a different lead placement and lower stim-dose that could be administered by using cl programming in addition, the leads had broken contacts. Device replacement date was (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type: lead. Product ID 977a275, serial# unknown, implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type: lead. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.